Event description:
Balloon had a small hole, which deflated slowly and slipped out of bladder causing a tear between the bladder and urethra. "Dr had to perform an exploratory lap on pt to repair tear."